Event description:
The event is reported as: the customer alleges that the catheter was difficult to remove from a (B)(6) yr old male pt. The catheter was inserted into the pt with no issue, however, the pt went to the emergency room (ER) later when he began to experience paresthesia down his arm. The ER physician attempted to remove the catheter and was unsuccessful. Intervention: the physician who inserted the catheter into the pt, dr (B)(6) was called to remove the catheter and was unsuccessful after attempting to reposition the pt. After the catheter was viewed on an x-ray, the goal was to remove the catheter by performing an ultrasound with 2 injections of 40ml of saline, however, the catheter still could not be removed. After a surgical consultation it was decided that surgery was unnecessary and the catheter was successfully removed with a catheter central line introducer.

Manufacturer narrative:
At this time, it is unk if the sample is available for investigation.